Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy procedure. The device was being used for stapling. The stapler did not work. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. There was no patient harm. Patient is stable.